Event description:
Caller reported that the cartridge was not fitting properly on the pump, resulting in the cartridge not being fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to inspect and clean the pneumatic tap area and remove any debris, including an o-ring present on the tap. After filling a new cartridge and following on-screen instructions to complete the load process, the caller was able to successfully load the cartridge onto the pump and resume insulin delivery.